Event description:
Discordant, falsely low tacrolimus results were obtained on six patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them as they did not match the clinical histories. The samples were repeated on the same instrument, resulting higher. The samples were repeated on the same instrument after troubleshooting by a siemens technical applications specialist (tas), and results were higher than the initial. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tacrolimus results.

Manufacturer narrative:
The tas was at the customer. The tas checked the sample, reagent 1 and reagent 2 probes for tightness, realigned all probes and recalibrated. The tas successfully ran precision but patient samples did not reproduce as expected. The tas calibrated a new reagent lot, ran quality controls (qc) and precision, which resulted within range. The patient samples were repeated, resulting as expected with the exception of (B)(6). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 2, ultrasonic transducer, tubing, reagent probe 1 and sampler probes. Cse verified alignments, performed a system check, ran qc and precision testing, and the instrument is operational. The cause of the discordant, falsely low tacrolimus results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.